Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the interrogation, the pacemaker battery status declared elective replacement time (ert) one month earlier. It was noted that five months ago the battery showed two years remaining. Previously the right ventricular (rv) lead threshold measurement was at 1 volt, but the pacemaker was unable to assess capture. With the auto capture feature programmed on the pacemaker went into retry at high outputs of 4.8 volts. Boston scientific technical services (ts) was consulted and discussed that since the output was more that quadrupled, it would affect longevity. Ts recommended replacement since once ert is reached the pacemaker is not able to be taken out of retry. A revision procedure was performed approximately one week later where the pacemaker was explanted and successfully replaced. The rv lead remained in service with the new pacemaker and exhibited good threshold measurements. It was noted that the patient was in atrial fibrillation (af) during the replacement procedure. No additional adverse patient effects were reported.